Event description:
It was reported, that a pt was ventilated during 36 hours with autoflow option, than the flowsensor was calibrated. Before calibration: paw-30mbar and v=30ml, after calibration: paw=30mbar and v=60ml (with bipap model. The flow sensor derived in time, the pt was hyper ventilated.